Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was received with a stain on the outside of the pouch label that could compromise the sterility. Follow up confirmed that no other damage to the pouch was seen. There was no patient involved and no procedure was scheduled. This event has been deemed a reportable event based on the investigation results that found the damage had penetrated the packaging pouch and created a hole in the pouch, breaching the sterile barrier.

Manufacturer narrative:
A visual examination revealed that a small blank section of the label near the printed upn was damaged/ peeled off. The printed content was intact. Examining the damaged section, it was found that the damage had penetrated the packaging pouch and created a hole in the pouch, breaching the sterile barrier. The autotome rx sphincterotome was found to be intact and only the pouch/label was damaged. The condition of the returned incident device was consistent with the complaint that a stain was seen on the outside of the pouch label. Additionally there was a hole in the pouch. During manufacturing, the products are 100% inspected for label/package integrity. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.